Event description:
It was reported that during a lung resection procedure, the device did not staple or cut completely. The case was completed with same like product. There was no patient consequence.